Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2026-00004-00. The date of that submission was 12-mar-2026. One sample was returned for evaluation. A review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Visual inspection showed that the cannula was bent. Functional testing identified a leak at the tube¿s female luer bond. The connector was examined under uv light, where solvent was observed at the tubing connector bond. The reported line block alarm was confirmed, attributable to the bent cannula. However, the probable cause of the cannula bending remains undetermined.

Event description:
It was reported that the person with diabetes (pwd) called to report receiving multiple errors, specifically repeated line block alarms. The infusion site was located on the left side of the abdomen. Current glucose at the time of the call was 271 mg/dl. Pss confirmed that the pwd did not require emergency services at this time. Pwd reported being disconnected during a shower, which contributed to the rise in glucose level. The initial line block alarm occurred while programming a bolus and was temporarily resolved using the current cassette. A few minutes later, the alarm occurred again and was resolved the same way. Shortly afterward, another line block alarm was received. Pwd elected to change both the infusion set and the cassette, which successfully resolved the repeated line block alarms. The event occurred while in use with patient.